Manufacturer narrative:
Additional information added to b5. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker didn't alert for the patient's nonsustained ventricular arrhythmia episode. Technical services (ts) determined the episode alert was configured off. Ts reviewed the event and found this pacemaker exhibited oversensing of noisy signals of a non-physiological artifact on the right ventricular (rv) channel. It was noted the patient was device dependent. Ts was unable to confirm if there was asystole in the event. Ts recommended increasing the rv sensitivity. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. The cause of the noisy signal was unable to be determined, and the noise wasn't reproducible with isometrics. Also, asystole was unable to be confirmed. The sensitivity was changed because the patient was dependent. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker didn't alert for the patient's nonsustained ventricular arrhythmia episode. Technical services (ts) determined the episode alert was configured off. Ts reviewed the event and found the pacemaker exhibited oversensing of noisy signals of a non-physiological artifact on the right ventricular (rv) channel. It was noted the patient was device dependent. Ts was unable to confirm if there was asystole in the event. Ts recommended increasing the rv sensitivity. This pacemaker remains in service. No adverse patient effects were reported.